Event description:
It was reported that following an infusion of gentamicin, the clinician began the saline flush. Immediately after flush infusion began the device alarmed "occlusion patient side". Clinician attempted to flush proximal ports unsuccessfully. Clinician noted catheter to be kinked, able to straighten without difficulty. Clinician then noticed a pool of fluid under the pump. Clinician believes it was the antibiotic on the floor. It was reported the pump did not alarm occlusion during the antibiotic infusion. There was patient involvement but no harm. Although requested, no additional information was provided.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
It was reported that following an infusion of gentamicin, the clinician began the saline flush. Immediately after flush infusion began the device alarmed "occlusion patient side". Clinician attempted to flush proximal ports unsuccessfully. Clinician noted catheter to be kinked, able to straighten without difficulty. Clinician then noticed a pool of fluid under the pump. Clinician believes it was the antibiotic on the floor. It was reported the pump did not alarm occlusion during the antibiotic infusion. There was patient involvement but no harm. Although requested, no additional information was provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.